Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), a wire breakage occurred. The procedure was being performed for removal of gallstones from the common bile duct (cbd). An jagwire guide wire was placed and a sphincterotomy was performed with an unspecified device. The rx lithotripter compatable basket was advanced to the cbd. Upon attempting to retrieve a stone, "one of the four basket wires released by itself". The basket was removed from the patient. Another of the same device was not available, therefore, the physician decided against further attempts to retrieve the stone and placed an unspecified biliary stent. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
.